Event description:
Device 2 of 2 (lead b). Please see MFR report #1627487-2010-02564 for device 1.

Manufacturer narrative:
Device evaluation 2 of 2 (lead b) please see MFR report #1627487-2010-02564 for evaluation for device 1. Evaluation, method: a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results: slight discoloration was observed in the lead segment. Channel 1 passed all continuity and stress testing and the impedances all measured less than 4 ohms. Channel 2, on the other hand, failed continuity and stress testing. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint was confirmed for "no stimulation." Lead b failed continuity and stress testing on channel 2. The cause of the reported complaint could not be determined from the review of the DHR sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.